Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to initiate therapy but could not get patient temperature (pt) input to register on arctic sun device. They tried 2 devices and 2 cables. Verified probe registering on bedside monitor. Verified temperature in cable was plugged into patient temperature (pt)1 port. Advised to try flexing cable. Encouraged to try another cable preferably new one. The third cable registered, and therapy initiated.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature in cable. They tried 2 devices and 2 cables. Verified probe registering on bedside monitor. Verified temperature in cable was plugged into patient temperature (pt)1 port. Advised to try flexing cable. Encouraged to try another cable preferably new one. The third cable registered and therapy initiated. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to initiate therapy but could not get patient temperature (pt) input to register on arctic sun device. They tried 2 devices and 2 cables. Verified probe registering on bedside monitor. Verified temperature in cable was plugged into patient temperature (pt)1 port. Advised to try flexing cable. Encouraged to try another cable preferably new one. The third cable registered and therapy initiated.